Event description:
It was reported that during an unk procedure, the clip was missing on one of the legs of the device and was not catching the skin. Another device was used to complete the procedure. There was no pt consequence.